Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The two other perclose proglide devices referenced are being filed under separate manufacturer report numbers. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with three proglide devices, using the pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, suture breaks occurred with three proglide devices. The method of achieving hemostasis was not specified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The name of the physician was provided; however, it is unknown if the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The reported suture break was not confirmed, as the suture was not returned. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to filing of the initial medwatch report, additional information was received: suture placement in the mildly calcified right common femoral artery was attempted with three proglide devices, via a 6f sheath using the pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Suture breaks occurred with the 3 proglide devices. The sutures of two other proglide devices were successfully preplaced using the pre-close technique. The sheath was upsized to 24f and the aaa procedure was completed. The successfully preplaced sutures of two proglide devices were used to achieve hemostasis. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.